Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd extension set exhibited leaking. The patient experienced this problem 3 times in short period. There were no patient adverse effects due to the reported event.

Manufacturer narrative:
Cadd extension sets samples were received for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination, and no discrepancies were found. A leak test was performed using a hydrostat vessel and there was a leak detected in the air vent of the filter. A review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found, quality personnel verify that tests are properly performed.